Event description:
It was reported that after an unknown procedure, the patient returned approximately three days post-operatviely with bleeding. At the time of surgery the staple lines were checked at the end of the procedure and there was no bleeding. When seen post operatively it was confirmed there was bleeding at the staple line and sutures were used to oversew the staple line. Analgesics were prescribed. No further information is available. Patient consequence. One device discarded.